Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the hospital after receiving high voltage therapy. No strips were received for review. Sensing was good, and there was no atrial undersensing. Programming changes were made and the patient will be monitored with routine follow-up.